Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (b)(64) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient was in the emergency room reporting the stimulator did not work. It was unknown if stimulation was on or off, on and no stimulation, if it ever worked, if there had been any falls or accidents or what the plan was. Additional information requested but had not been received as of the date of this report.